Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the lamp was flashing (image is interrupted when the connector is swayed) due to contact failure caused by the corrosion on the contact part of the video connector socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the video system image is interrupted when the connector is shaken. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection. The following findings were noted during device evaluation: failures of the video cable connectors, and the battery on printed circuit board has run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.